Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that all of the keypad buttons were under responsive. It was reported that the keypad cover was thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: the original complaint could not be duplicated or confirmed. The keypad was found to be fully intact with no damage or peeling observed. During testing, all of the buttons on the keypad responded appropriately. The keypad was removed and no evidence of contamination was found under the button contacts. Unrelated to the original complaint, the bolus button cover was torn. Also unrelated, the display was dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.